Event description:
The account alleged the bed had a loss of ground. No patient impact.

Manufacturer narrative:
The account found the power cord ground plug was loose. The account replaced the power cord to resolve the issue.